Event description:
It was reported that the patient presented to the hospital for a device check. Upon device interrogation, it was noted that the right atrial (ra) lead failed to capture at maximum output and exhibited undersensing. The ra lead was found to be dislodged. Programming changes were made; the ra lead will continue to be monitored. The patient was in stable condition.